Event description:
Add'l info rec'd from MFR 10/23/00: MFR has filed a report of this event with the FDA. MFR has not received the medical records from the pt yet. MFR is in the process of obtaining the records. MFR did not receive the product back. No investigation can begin until the records are received.

Event description:
Pt was hospitalized for radical hysterectomy and salpingoophorectomy due to massive infection caused by menstrual cup. The pt is now aware of class action suit against the co for failing to label the risk of infection.